Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar gasket tore on two trocars. Both trocars were from a fdg13 kit. 10/25/98 two add'l trays were pulled to continue with the case. There was no consequence to the pt.